Event description:
The manufacturer received information alleging a ventilator's flow sensor was not functioning. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's flow sensor was not functioning. The third party service center confirms no malfunction of the flow sensor was observed. Additional information received confirms the patient circuit caused the issue. No malfunction of the device was observed.